Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a test with his onetouch ultralink meter due to it displaying an unknown message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began at approximately 5am on (B)(6) 2012. He claimed the subject meter was displaying a message stating "not enough time between blood sugar" when attempting a test. The patient manages his diabetes with an unknown type of insulin through pump therapy and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that "within minutes" after attempting the test, he became "lethargic, weak and was sweating excessively." His wife treated him with orange juice and cookies immediately at the onset of his symptoms. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Per the onetouch ultralink user guide, no such display message exists and the unknown display message was not identified after troubleshooting. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on (B)(4) 2012, the meter passed all testing with no faults found. The test strips were also tested on (B)(4) 2012, and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.